Manufacturer narrative:
(B)(4) medical devices - m2a-magnum pf cup # item us157852 lot 768350; m2a-magnum tpr inserter # item 139254 lot unk; m2a-magnum modular head # item 157446 lot 217340. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09547 and 0001825034-2018-09546. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision approximately eight years post initial surgery due to elevated metal ions. During the revision surgery, the surgeon noted a large murky fluid collection and stained synovial tissue in the posterior capsule as well as clear trunnion corrosion. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: m2a-magnum tpr inserter # item 139254 lot 615530. The event was confirmed with medical records received. Ebl 200ml, frozen sections negative for acute inflammation, patient presented with pain and swelling with elevated metal ions, murky fluid encountered, but no pseudocapsule, trunnion corrosion noted without damage to the trunnion, femoral and acetabular components well-fixed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision approximately eight years post initial surgery due to pain, swelling, and elevated metal ions. During the revision surgery, the surgeon noted a large murky fluid collection and stained synovial tissue in the posterior capsule as well as clear trunnion corrosion and tissue damage.